Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen would intermittently unexpectedly turn black when the customer tried to enter information on the bolus set up screen. Troubleshooting was unable to be performed as the issue was not happening at the time of the report. Customer stated that at each occurrence, the issue was resolved by turning the pump screen back on using the wake button and unlocking the touch screen. Customer reported being able to enter information as expected. Tandem technical support advised the customer of the 3-strikes rule; customer acknowledged. Customer did not believe the 3-strikes rule was causing the issue as it would occur right after a value was entered. Customer's blood glucose level was not impacted.